Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/16/2019. Philips customer support advised that the unit can be power off using nav ring and ventilation settings can be changed. The customer to order and replaced the touchscreen.

Event description:
Customer's biomedical engineer reports that the unit can't be powered off using touchscreen. Biomedical engineer attempted v60 touchscreen calibration but the unit is unresponsive to touch. There was no patient involvement.

Manufacturer narrative:
MFR received date: 21 oct 2019. Caller stated that there was a cloudy film left on the screen from whatever cleaner was used. Caller cleaned the screen and the unit worked fine. Caller relayed issue to rt department to confirm the cleaning solution is wiped off completely. Caller has closed the case. The determination could not be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.